Event description:
It was reported that the patient presented remotely. Review of transmission noted that the atrial lead exhibited failure to capture. Investigation in clinic noted that the atrial lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.